Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery using a penumbra engine (engine), a penumbra engine canister (canister), and aspiration tubing (tubing). During the procedure, the hospital staff placed the canister onto the engine and noticed that only two of the four indicator lights around the power button on the engine were illuminated. It was reported that an attempt to troubleshoot was made by removing the canister and reattaching the tubing; however, it was unsuccessful. Therefore, the canister was removed. The procedure was completed using another canister and the same engine. There was no report of an adverse effect to the patient.